Event description:
This is being filed to report the clip entangled in the chordae requiring intervention to deploy it. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve however became entrapped in the chordae. Troubleshooting was unsuccessful and the clip could not be removed therefore the leaflets were grasped and the clip was deployed on the leaflets and chords. The procedure was completed with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed medwatch report, additional information was provided. During grasping the anterior leaflet became caught on the anterior gripper. Troubleshooting was performed to free the clip. The cds was advanced again however became caught in the chords. The clip could not be removed therefore an attempt was made to grasp the leaflets however was unsuccessful. The anterior and posterior chordae were grasped and the clip deployed on the chords. The procedure was completed with the mr reduced to 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult to remove (anatomy) was related to challenging anatomy. The reported entrapment of device (clip caught on chordae) was related to procedural circumstances. The reported failure to grasp the leaflets was due to the entanglement with chordae. The reported image resolution poor was due to challenging anatomy. The reported unexpected medical intervention and foreign body in patient were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.code 4582 was removed.